Event description:
IV primary tubing clearlink flo lot (10) r@%d@1208 01 00085412071107 exp. 2027-04-21 this IV tubing was attached to IV antibiotic and tubing came apart at the midway point of tubing and all of the IV antibiotic spilled into the sink in the medication room.